Event description:
It was reported that there were (B)(4) occasions of foreign matter, 1 report of defective labeling, and (B)(4) occasions of air bubble in gel with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: fm in tube x1 fm in gel x27 defective marking x1 dirty shield x1 black spots in tube x3 dirty shield x3 gel air bubbles x104.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter, printing, molding defect and gel air bubbles with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and foreign matter, printing, molding defect and gel air bubbles were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 35 occasions of foreign matter, 1 report of defective labeling, and 104 occasions of air bubble in gel with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in tube x1. Fm in gel x27. Defective marking x1. Dirty shield x1. Black spots in tube x3. Dirty shield x3. Gel air bubbles x104.